Event description:
The endo gia universal stapler xl ref # egiaunivxl lot #noa0084 broke with a reload on it while in use by the surgeon. Dates of use: (B) (6)1991 - (B) (6) 2010. Diagnosis or reason for use: surgical stapling. Event abated after use: yes.